Event description:
On (B)(6) 2013, the reporter contacted animas alleging an issue with the pump¿s audio tone. There was no additional information available regarding this complaint. Several attempts to contact the reporter were made by customer technical support for follow up but were unsuccessful. There is no adverse event associated with this complaint. This complaint is not being reported because there was no indication of a pump malfunction or indication of an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.